Manufacturer narrative:
(B)(4). Visual inspection of the incident device found no tissue caked on the seal plates between the jaws. The jaws were not locked when received. The handle was latched and unlatched without difficulty. The device was tested on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue with acceptable results. We were unable to confirm the customer's report.

Event description:
The customer reported that from the beginning of the procedure, the device was sticking to tissue resulting in bleeding. There was no patient injury.